Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
It was reported that a patient presented in the emergency room after an episode syncope. During the follow-up the device failed to interrogate. The device had less than 3 month to eri. No possible interference was noted in the room. No other issues were noted. The device was explanted and returned to the manufacturer.